Event description:
The customer called for help with her contour ts meter. While troubleshooting, she performed control tests and received a result of 409 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.